Manufacturer narrative:
We had customer restart the cns and confirmed full operation of cns was restored. All pt monitoring resumed. Advised bme to have staff monitor the system for future errors.

Event description:
(B)(4).